Manufacturer narrative:
Concomitant continued: addr01 ipg implanted: (B)(6) 2009.

Event description:
It was reported that there was insulation damage on the right atrial (ra) lead. It was noted the lead had been repaired at prior change out. The lead was capped. No patient complications have been reported as a result of this event.